Event description:
Customer reported that her insulin pump over delivered. Customer stated that she want to bolus and noticed that her insulin pump kept delivering insulin. Customer stated that the insulin pump stopped and when customer pressed the act button, it started to deliver more insulin. Customer stated that she did not program any bolus that the insulin pump delivered. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime, and excessive no delivery tests due to unresponsive button.